Event description:
It was reported that the merlin@home transmitter had a power up anomaly after a thunderstorm. The device would not power on. The patient noticed burn marks on the power brick when the prongs were removed.